Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The consumer alleges he fell off of the unit twice. He also alleges the back wheel does not move at all and the other one just spins.